Manufacturer narrative:
Investigation results: visual inspection verifies the seal is cracked. The seal loading orientation is not oriented to tension spring crimps as per IFU. The complaint is confirmed. Corrective action has been initiated to address this issue.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedude. No patient complications were reported by the hospital.